Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 420 mg/dl. Customer stated experienced a bent cannula on one set which had blood in the cannula and other she experience leaking at the site. The customer stated she will call the helpline for troubleshoot.